Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during bolus. Customer's blood glucose was over 270 mg/dl. During troubleshooting, customer was unable to remove the set to examine the cannula. Customer did not wish to troubleshoot high blood glucose. Nothing further reported.